Manufacturer narrative:
A ge oec svc rep investigated the issue and found the sys had the "bartow bug". The software was re-loaded to eliminate the image quality issues. The system was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy system had reported image quality issues during a procedure. Physician had difficulty seeing the end of a pacemaker lead clearly.